Event description:
The customer reported that she received a no delivery alarm on her insulin pump. The customer stated she had fill cannula on her screen. She declined troubleshooting and her blood glucose was 98 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.